Manufacturer narrative:
The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
Device malfunction: stent movement. Time of malfunction: during procedure. Symptoms/ae: stent deployed in unintended site. Time of symptoms/ae: during procedure. It was reported that during angioplasty of the internal right carotid due to restenosis after surgery in 1999, a sheath and an accunet were used without problem. When an attempt was made to deploy the acculink, the stent moved 2 cm lower and could not be placed at the bifurcation. Another acculink was deployed at the bifurcation, but this stent moved as well. After inflation of the dilatation catheter, the results on angiography were correct. Upon completion of the procedure, the accunet was withdrawn without problem. Reportedly, the inability to deploy the stent at the intended site was due to a wire catheter not being used. No additional information is available.